Manufacturer narrative:
(B)(4).batch # r58k30. Investigation summary: the analysis found that one ec60a device was returned with no apparent damage and with an ecr60d partially fired 1/16 cartridge loaded on the device. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device opened and closed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Can you please provide more event details? For the first echelon: was the device locked on tissue with the jaws closed? If yes, how was the device removed (red manual knife reverse button, grey anvil release button, cut from tissue, etc.)? If yes, did the jaws eventually open? For the second echelon: did the device lock-out (no staples deployed and no cut line started)? Or, did the device partially fire (start to deploy staples and cut but could not be completed)? Or, did the device staple properly, but not cut some or all of the tissue? If staples deployed into the tissue were they formed in the proper closed b-formation? If no, please explain.

Event description:
It was reported that the first device could not be opened again. Second device worked once. After new cartridge was loaded, it did not cut and could only be opened with force. No harm to patient.